Manufacturer narrative:
The console was disassembled and the fluid level sensor was replaced. The console was reassembled and passed all operational verification tests.

Event description:
The manufacturer field service engineer (fse) discovered an issue with the mps console while at the user facility to perform scheduled preventive maintenance. The fse found that the console would display error code for "there is air in the heat exchanger" multiple times during the operational verification test. The customer had not reported that issue occurring, as such there were no patient complications reported. The fse evaluated and repaired the console while on site. This report is filed out of abundance of precaution as adverse event reports for the same alleged issue have previously been filed.

Manufacturer narrative:
Evaluation of the fluid level sensor found that it had a broken solder joint, which resulted in the alleged complaint condition.